Event description:
Operator received an electrical shock while turning on the machine also complained about machine not working.

Manufacturer narrative:
The transformer and circuit breaker were replaced on the unit. The device investigation is ongoing, upon completion, the summary of the evaluation will be submitted as a follow up report.